Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high, compared to another meter (freestyle) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that he first noticed the meter issue, around noon on (B)(6) 2017, alleging that he obtained an inaccurately high blood glucose reading of ¿71 mg/dl¿ with the subject meter compared to ¿57 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. The patient reported that he manages his diabetes using oral medication, taking metformin 500 mg twice per day, and denies making any changes to his usual diabetes regimen in response to the meter issue. The patient alleged that just a few minutes prior to testing (reason for comparison testing), he developed symptoms of ¿slight shakiness and headaches¿, which he related to having a low blood glucose excursion. He reported that he self-treated the symptoms with a glucose tablet. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. There is insufficient information to rule out the contribution of the subject meter to the event.